Manufacturer narrative:
The reported event is attributed to use error. Once the patient returned home, nxstage technical support adjusted a parameter setting which was incorrectly set by the operator. After the correction was made the appropriate amount of fluid was removed and the issue was resolved. There have been no similar reports from this patient. The system one user's manual states proper amount of fluid at the appropriate speed or rate during each hemodialysis treatment is important. Patients and their partners should follow carefully the instructions of their physicians and centers when setting these parameters." Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report. Device not returned.

Event description:
The home training nurse reported that a 60 year old male patient was hospitalized on (B)(6) 2015 due to shortness of breath (sob) which was attributed to insufficient fluid removal during dialysis. The patient has a history of congestive heart failure (chf) and cardiac disease. The patient takes isosorbide mononitrate once a day. His troponin levels were elevated. The patient was discharged on (B)(6) 2015 and continues hemodialysis treatments with the same cycler.